Event description:
No blood glucose levels were provided. The mother of the customer reported a no delivery alarm from the insulin pump. It was reported that the customer tried to deliver a bolus from the insulin pump but the insulin pump did not deliver any insulin. The customer declined to troubleshoot. It was reported that the customer was able to rewind the insulin pump, prime the infusion set and was able to deliver insulin. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)